Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead caused some vessel narrowing and stenosis at the insertion site of the lead, resulting in development of now chronic left brachiocephalic vein thrombosis seen on venogram. The lead remains in use. The patient is a participant in the product surveillance registry clinical study. No further patient complications have been reported as a result of this event.